Manufacturer narrative:
(B)(4). The sample and lot number were unavailable; therefore, no evaluation or batch review could be performed. If additional relevant information becomes available, a follow up medwatch will be submitted.

Event description:
It was reported that a home patient (hp) had a heater bag that fell off of the setup on the homechoice (hc) device and caused the setup to leak. The bag fell off during the prime. There was nothing unusual noted about the supplies. The technical service representative (tsr) had instructed to end therapy. There was no patient injury or adverse event associated with this report